Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 40 mg/dl, 192 mg/dl and 211 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.